Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection surgery, while being applied at the colon, the device was unable to fire. The reload also got stuck in the gun. The laparoscopic procedure was also converted to open, and the surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the reload was returned still attached to the clinical handle and was able to be removed without issue. The visual inspection of the cartridge revealed that the reload was partially fired. The anvil clamping mechanism was deformed. Sub-flush staple pushers were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.